Manufacturer narrative:
The surgery was related to the following study: anatomical shoulder inverse/reverse post market surveillance study (B)(6). The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the explanted devices, the devices history record could not be reviewed. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an emended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that proximal humerus fractured during implantation of the humeral stem.